Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of two devices used in the same procedure. It was reported to boston scientific corporation that hydra irrigation tubing and a water jet connector was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, while hydra irrigation tubing was connected to a hydra water jet connector, backflow of liquid was observed. The procedure was completed using another hydra irrigation tubing and water jet connector. There was no serious injury nor adverse patient effects reported as a result of this event and the patient was reported to be stable.